Event description:
The rep reported that according to the physician, during the procedure the patient presented with vomiting, so they were not able to explant the leads. The cause of the complications was not disclosed due to patient privacy reasons. Actions taken to resolve will not be disclosed, but the issue was resolved. The cause of the replacement was unknown and not confirmed with the physician. The rep reported the explant resolved the issue. Weight will not be provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep states the patient was supposed to have a replacement, however during the surgery on (B)(6) 2018 there were complications and the battery was removed but the leads are still implanted. Rep states she believes the patient sees dr. Ubetelhawk. She is not sure if someone from mdt was present or notified.